Manufacturer narrative:
Upon completion of the investigation it was noted that a crack and imprint mark was found on the valve casing, which is likely caused from some form of impact. This however could not be confirmed. In addition, during the testing of the device an occlusion was noted at the inlet of the ruby ball, but when irrigated and tested again the flow was normal. The device also failed the programming test and with a visual examination it appears biological debris seen throughout the device caused the occlusion and programming problems noted. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the patient had severe headaches and signs of infection. As a result the shunt was revised.